Manufacturer narrative:
(B)(4). Zip code: (B)(6). Report source: foreign, event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately two and a half weeks ago during a procedure, that the inserter fractured. The fractured pieces remained in the patient's body. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip was fractured. The sutures and anchor were not returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.